Manufacturer narrative:
(B)(4). Device manufacture date: (B)(6) 2014. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a care giver discovered minicaps with dry sponges. There was no other damage or issues found on the minicap or the packaging. There was no patient involvement. No additional information is available.